Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection was performed and found a damaged front enclosure, bent battery guide spring and separating load cell plate cover, unrelated to the reported issue. To remedy the damage, the front enclosure and battery guide spring were replaced, and load cell plate cover was re-bonded. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of mishandling. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 around the customer reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The customer reported that during patient use, the autopulse platform (serial #33935) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after power on. The patient was re-positioned and the lifeband checked, however, the customer was not able to clear the error message. The use of the autopulse was discontinued and manual CPR was performed. No known impact or patient consequence was reported.